Event description:
The patient initially called for assistance removing air bubbles from his insulin cartridge. The patient was advised to remove the insulin cartridge from the infusion device and the plunger of the cartridge stayed attached to the piston rod causing insulin to spill into the cartridge compartment. The pt was instructed to pour the insulin out of the infusion device, and he was instructed how to let the device dry out completely. The pt was advised to switch to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.